Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. "

Event description:
Legal counsel for patient reported that patient underwent an initial left hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014 due to instability, dislocations and metallosis. Operative report noted the presence of scar tissue, necrotic tissue, and fluid. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.